Manufacturer narrative:
(B)(4).

Event description:
The customer reports the dilator tip is not tapered. The issue was detected during insertion.

Manufacturer narrative:
(B)(4). The sample was not returned; however, the customer provided two photos of a blunt dilator tip and lid stock. The reported complaint of a dilator tip blunt was confirmed by visual examination of the customer supplied photos. However, without a device to evaluate, the probable cause could not be determined. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports the dilator tip is not tapered. The issue was detected during insertion.